Event description:
Noted over-sensing on ra and rv leads. Pt has bsx leads, implanted in 1991. Noted twos are so large, and so far after r wave, sensitivity and blanking may not be affective in covering over-sensing. Possibly program atrial lead to less sensitive setting to minimize ra over-sensing. Recommended md evaluation for new leads or programming changes. Reference report mw5122832. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).